Event description:
A j&j stent 4-9mm x 30mm was mounted on a 4 x 6 mm diamond balloon. The balloon was inflated with only partial deployment of stent. That catheter was removed. A 2.5 x 4 symmetry balloon cath was inserted and positioned proximal to stent. The balloon was inflated with an attempt to pull stent down to proper position. The balloon cath lost pressure, catheter removed. It was noted the balloon was sheared off. The pt ultimately needed surgical removal of that stent.